Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Found cassette not attached properly alarming. Performed testing of pump as per procedure. Root cause was found to be a defective downstream occlusion sensor. The downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device kept alarming cassette not attached properly. This occurred during testing. There was no patient, or clinician injury associated with this event.